Event description:
Complainant alleged that clinicians were monitoring the heart rhythm of a patient with 12-lead ECG electrodes attached; and then, upon application of the defib electrodes, the device auto-analyzed and self-charged energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.